Event description:
Additional information noted the baker grade to be IV.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "bilateral capsular contracture, smaller and concerned alcl." No testing has been done for alcl, nor has it been alleged that this patient has alcl. This record is for right side.